Event description:
It was reported that balloon rupture ocurred. The target lesion was located in the posterior tibial artery. A 3.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilatation. Inflation was started gradually. However, during inflation the balloon suddenly ruptured at 4atm. The device was removed from the patient. Another sterling balloon catheter with the same size was used and completed the procedure. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling sl otw balloon catheter. The device was bloody with fluid in the balloon and inflation shaft/lumen and blood in the wire shaft/lumen. The tip, balloon, markerbands, inner/outer shaft (lumen), strain relief and hub/manifold were microscopically and visually inspected. Inspection revealed numerous kinks in both the inner and outer shafts with both shafts damaged (buckling/stretched) throughout the whole shaft length, balloon damage (bunching), tip damage (misshapen), and the inner shaft/lumen was unseated from the hub/manifold with the inner shaft located 11.7cm from inside the seated position in the hub. Inspection of the rest of the device found no damage or defect. Functional testing was conducted by attaching a water filled inflation device to the hub of the sterling device. Positive pressure was applied to the inflation device, and water was found to be streaming out of the wire port of the hub/manifold. While there was no balloon rupture, leaking was confirmed via manifold.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the posterior tibial artery. A 3.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilatation. Inflation was started gradually. However, during inflation the balloon suddenly ruptured at 4atm. The device was removed from the patient. Another sterling balloon catheter with the same size was used and completed the procedure. No patient complications were reported and the patient status was stable.